Manufacturer narrative:
H.6. Investigation summary: three customer photos and six customer samples were received for review and analysis. After review and analysis of the customer photo, no evidence of breakage was seen 6 customer samples were visually inspected for cracked tubes. 0 of 6 retention sample tubes appeared to have cracks in them. In addition, 6 customer samples underwent a brittleness test to determine the stiffness of the tubes in order to determine if the tube mechanical properties would lead to breaking/cracking of the tubes. All 6 samples passed the brittleness test, showing no evidence of breakage. 30 retention samples were visually inspected for cracked tubes. 0 of 30 retention sample tubes appeared to have cracks in them. In addition, 10 retention samples underwent a brittleness test to determine the stiffness of the tubes in order to determine if the tube mechanical properties would lead to breaking/cracking of the tubes. All 10 samples passed the brittleness test, showing no evidence of breakage. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer reported defect. Customer states that the centrifugation speed was 1590 g. Bd recommends 1100-1300 g for this product. Complaints received for this device and reported condition will continue to be tracked and trended. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 12-sept-2023.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that tube broke during centrifugation. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: § customer problem: customer reports at least 3 tubes broken during centrifugation lot# 3023001. § steps taken with customer/troubleshooting: customer is spinning tubes at 1600 g for 10 min. Customer was advised the maximum speed recommended for these tubes is 1300 g. Customer reports they been using this same speed for the last 20 years without any issue reported before on the tubes. Customer requested the lot# to be investigated for tube defects. § customer location (country): us § did the specimen(s) need to be recollected? Yes § did exposure to blood/ bf occur? No § if exposure occurred was there any post exposure testing or medical intervention? No § next steps (if necessary): customer was provided the pi for the tubes and samples from lot# were requested. § resolution achieved (y/n)? :no § quantity received and quantity affected: 300 tubes in total from same lot#. § shipment method (directly or via distributor): distributor § if it is a distributor or directly from bd¿ who is it? (B)(6). § photos or returns requested?: yes.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer reports that tube broke during centrifugation. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: customer problem: customer reports at least 3 tubes broken during centrifugation lot# 3023001. Steps taken with customer/troubleshooting: customer is spinning tubes at 1600 g for 10 min. Customer was advised the maximum speed recommended for these tubes is 1300 g. Customer reports they been using this same speed for the last 20 years without any issue reported before on the tubes. Customer requested the lot# to be investigated for tube defects. Customer location (country): (B)(6). Did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No. If exposure occurred was there any post exposure testing or medical intervention? No. Next steps (if necessary): customer was provided the pi for teh tubes and samples from lot# were requested. Resolution achieved (y/n)? :no. Quantity received and quantity affected: 300 tubes in total from same shipment method (directly or via distributor): distributor. If it is a distributor or directly from bd¿ who is it? Henryschein photos or returns requested?: yes.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.